Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link needle-free IV connector leaked during administration of IV and morphine. It was stated that when using the clear hep lock they tried to give the IV and push morphine and it squirted everywhere. There was no report of patient injury or medical intervention associated with this event. No additional information is available.